Event description:
The customer reported that the system made a loud pop from the xray and did not display an image.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the popping or arcing noise, cleaned and greased high voltage cable candles. The system is operating as intended.